Event description:
A call was placed to technical services on (B)(6) 2018, stating that this device was explanted due to phrenic nerve stimulation. The physician was dr. (B)(6), at (B)(6) hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).